Manufacturer narrative:
The production device history record (DHR) for this iabp unit was not reviewed as a serial number was not provided in regards to this complaint. There was no additional information provided as this customer services their own iabp. After various attempts made to obtain additional information, we were notified that this customer has taken the iabp out of service and will eventually be purchasing new iabp's.

Event description:
During an in-service training, it was reported that the intra-aortic balloon pump (iabp) experienced an autofil failure, maintenance code #2, and electrical test fails code #58. The iabp was rebooted several times, and it finally worked for the in-service. They biomed was notified, and it was taken out of service. There was no patient involvement, therefore no adverse event was reported.